Manufacturer narrative:
Section h11, additional mfg narrative of the initial medwatch report indicates a stryker service representative evaluated the customer's device and observed that the defibrillation energy charged to an incorrect level. The stryker service representative replaced the device's therapy and biphasic pcbs assemblies and the biphasic to therapy pcb flex cable to resolve the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Section h11, additional mfg narrative of the initial medwatch report should indicate a stryker service representative evaluated the customer's device and observed that the defibrillation energy charged to an incorrect level. The stryker service representative calibrated the device and the energy charge and delivery was returned to normal. The biphasic and therapy pcb were replaced as a precaution, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The removed part was further evaluated by product analysis center and was unable to duplicate the reported issue. Further root cause could not be determined.

Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon inspection, stryker observed that the defibrillation energy charged to an incorrect level. As a result, wrong defibrillation therapy may be delivered, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
A stryker service representative evaluated the customer's device and observed that the defibrillation energy charged to an incorrect level. The stryker service representative replaced the device's therapy and biphasic pcbs assemblies and the biphasic to therapy pcb flex cable to resolve the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon inspection, stryker observed that the defibrillation energy charged to an incorrect level. As a result, wrong defibrillation therapy may be delivered, if needed. There was no patient use associated with the reported event.